Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received inappropriate therapy due to far p oversensing. Upon further observation it was found that the lead had retracted due to a recent device re-siting procedure. Lead was extracted and replaced. Patient was stable before, during and after the procedure.